Event description:
The biomedical engineer states that the bedside monitor (bsm) was giving incorrect spo2 readings.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed stated that the nursing staff indicated the device is giving incorrect spo2 readings. They had two separate patients admitted as type: child, and they state that the readings were incorrect. Customer did not elaborate on what value device was reading and what the expected value was. The patients were already discharged and biomed came to check the device with an spo2 simulator, which is running at 98 but the device is fluctuating between 95-98. Patient type was neonate. The staff has a previous ge model they connected to the patient and claim it was giving the readings they expected. They state that it is only a problem with this monitor and not with other devices. Biomed found that they had connected the spo2 to the smart port which caused damage to the cable pins because it should only be connected to the blue spo2 port. He tried to connect the probe to himself to get a reading and was unable to get a reading. He verified this is a good cable and probe after removing the damaged cable. Customer was unsure if this is a clinical/education issue or an issue with the device and would like to have a nk cas speak with the charge nurse to communicate further. This complaint file was created for bsm-1733a s/n (B)(6). Customer requested an exchange for this serial number. On 10/29/2019, serial number (B)(6) was received from customer. The original serial (B)(6) was not returned to nka for evaluation. Service requested: exchange. Service performed: exchange. Investigation result: when nk cas spoke with charge nurse, he was informed that the patient was a newborn and the monitor was set accordingly. They were comparing readings from a portable spo2 monitor and ours at the same time. Settings seem to be appropriate. The reason for a lower spo2 reading compared to the portable device could not be determined. Due to patient having been already discharged, nk cas could not verify further. Since the accuracy of the portable device could not be verified, the alleged "lower" spo2 readings from nk bsm could not be confirmed based on this information. Device needs to be evaluated at nk to confirm the fluctuating reading between 95-98 when biomed tested on a simulator set at 98. On 1/16/2020, nka repair center evaluated serial number (B)(6). No issues were noted. Device performed per specification. Service history for serial number (B)(6) shows no other reported incidents. Service history for serial (B)(6) was also examined. The reported issue is an isolated incident. Due to serial (B)(6) was not sent to nka for evaluation, the alleged "lower" reading could not be confirmed. Further, customer's finding that user had damaged the cable pin could not be confirmed. Because of limited information, the root cause of the reported issue could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Investigation conclusion. Due to serial (B)(6) was not sent to nka for evaluation, the alleged "lower" reading could not be confirmed. Further, customer's finding that user had damaged the cable pin could not be confirmed. Because of limited information, the root cause of the reported issue could not be determined. Correction. D10. Device available for evaluation? Date returned to manaufacturer should be 10/29/2019. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; additional information; device evaluation; h3. Device evaluated by manufacturer; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer states that the battery on the bedside monitor (bsm) was giving incorrect spo2 readings. No consequence or impact to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer states that the battery on the bedside monitor (bsm) was giving incorrect spo2 readings. No consequence or impact to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer states that the bedside monitor (bsm) was giving incorrect spo2 readings.